Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was dropped several times. Lines were going through the screen. The customer was unable to read the screen. The insulin pump alarmed motor error and weak battery. Customer's blood glucose level was 399 mg/dl. She experienced excessive thirst and urination. The customer's blood glucose level was treated with a pen. Her high blood glucose level was caused by the surgery she had on her right wrist and shoulder. The insulin pump also alarmed off not power after a low battery alarm. The customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Device received with missing segments due to cracked zebra connector. Unable to perform self test and displacement test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, rewind and all operating current. Unable to verify motor error alarm and low battery alarm anomalies due to cracked zebra connector. The motor was tested outside of the device and passed. Pump received with minor scratched lcd window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.